Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2020 due to a low blood glucose (bg) level (30 mg/dl). Reportedly, the customer got into a car accident due to the low bg that resulted in a broken hip and femur. In the hospital, surgery for the broken hip and femur was performed and the customer was treated with intravenous glucose to treat the low bg. Customer was released from the hospital on (B)(6) 2020 and reverted to an alternate method of insulin therapy.